Event description:
A (B)(6) male admitted on (B)(6) 2013 due to a subdural hematoma. He was admitted and managed until (B)(6) 2013 when it became necessary to perform surgery to evacuate the hematoma. On (B)(6) 2013, there was an order to place an transpyloric enteral nasal feeding tube. The procedure was performed by a cortrak team nurse. The nurse had difficulty getting the tube and stylette into the back of the throat. On the final attempt, the nurse knew she was not in the pyloris but thought the tube was in the stomach, despite no conclusive visualization on the monitor. The nurse thought she had correct placement but a kub revealed the tube was in the right lung. It was withdrawn and a second feeding tube placement attempt was made. The nurse was unable to place the feeding tube. The patient started to decline approximately 20 hours later and a CT of the head and chest identified a moderate size pneumothorax in the right lung. The patient did not exhibit any change in o2 sats and did not cough or react as would be expected if the line was in the lung.